Event description:
It was reported that this pacemaker entered into safety mode, showed a premature battery depletion (pbd) behavior and the patient reported to start feeling discomfort. The pacemaker was recommended to be explanted; it has been explanted and returned for analysis at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker entered into safety mode, showed a premature battery depletion (pbd) behavior and the patient reported to start feeling discomfort. The pacemaker was recommended to be explanted; it has been explanted and returned for analysis at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Device telemetry data confirmed it was operating in safety mode/determined it had undergone resets and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings. Correction of bsc aware date field. The aware date in the supplemental-001 was not correct and has been updated in this emdr. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker entered into safety mode, showed a premature battery depletion (pbd) behavior and the patient reported to start feeling discomfort. The pacemaker was recommended to be explanted and has been explanted at this time. The pacemaker is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction of bsc aware date field. The aware date in the supplemental-001 was not correct and has been updated in this emdr. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker entered into safety mode, showed a premature battery depletion (pbd) behavior and the patient reported to start feeling discomfort. The pacemaker was recommended to be explanted; it has been explanted and returned for analysis at this time. No additional adverse patient effects were reported.